Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, the insulation was damaged due to the guide wire penetrating the lead body at the distal end. Therefore, the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all insulators were breached cut. It was also noted that the distal conductor had blood/body fluid (not obstructed) and the lead was damaged at implant.